Event description:
It was reported that this lead was explanted due to impedance issues. It was confirmed that the lead was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments with damage consistent with explant-induced mechanical stress (e.g., pinching, crushing, and ductile overload. An extracting stylet was lodged in the tip, and the helix was deformed but extended. Dried body fluid and tissue were present in the helix housing, typical for active fixation leads. Setscrew marks were correctly positioned, and electrical continuity testing passed, confirming intact conductors. Calcification was noted on the outer lead body and shock coils. These findings suggest that tissue and/or body fluid may have contributed to the observations.

Event description:
It was reported that this lead was explanted due to impedance issues. It was confirmed that the lead was fractured. A new lead was successfully implanted. No additional adverse patient effects were reported.